Event description:
The physician reported during an aneurysm coiling, he went to reposition the ciol and upon pulling back, the coil stretched and broke. The physician reported the broken portion of the ciol blocked an artery and subsequently cause the patient to stroke. The physician did not disclose the medical or surgical intervention neened in order to treat the patient. The physician reported the patient's prognosis is unable to be detrmine at this time. The physician did not supply boston scientifice with any additional information regarding the patient's outcome.

Manufacturer narrative:
The device in question was not returned to boston scientific, as it was discarded by the hospital. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If any further, significant information becomes available, a supplemental report will follow.